Event description:
The subject device was returned to olympus with a report that there was an air leak from the tip. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing, it was observed that the adhesive part of the objective lens had peeled off. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeled off).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the legal manufacturer's investigation, it is likely the adhesive on the objective lens was peeling off due to stress from usage of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service also confirmed there was a leak due to a collapse of the tip cover caused by external factors. There was a lack of curvature due to elongation of the angle wire. The rubber covering on the bending section was scratched, and a piece of the adhesive was missing. Scratches were observed on the control body, grip, and switch button #1, due to external factors. The light guide connector and light guide cover lens were scratched. The video connector and case were cracked and had scratches. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.